Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that the station showed fatal error. A technical support specialist found the database bloated (10,620 mb) and attempted to shrink it but the issue still persists. Then, the fse backed up the database and performed a full synchronization to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the station displayed a fatal error upon medication removal, signed out upon pressing 'ok', and repeated the error after logging in and removing one medication. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.